Event description:
The customer stated that she was hospitalized for high blood glucose levels after experiencing problems with the insulin pump. The customer reported that the insulin pump shuts off and also gives motor error alarms. The reported blood glucose reading was 560 mg/dl. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.